Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, there was an a21 alarm after battery change due to interface board voltage leak. The insulin pump was received with no battery installed and with cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6) 2017 due to pump being received without a battery installed.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was heart failure. The caller stated that the customer also had kidney failure. The caller did not know the customer's blood glucose at the time of passing, however, the last recorded blood glucose value was above 200 mg/dl on (B)(6) 2017. The customer was not wearing the insulin pump at the time of death; it had been disconnected twelve days prior to passing, due to illness. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.